Event description:
Patient underwent initial surgery (B)(6) 2011, it appears c6 collapsed causing c5 screw to pull out and lift superior end of plate. As a result, revision surgery was necessary to remove hardware. There was no breakage to the hardware.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, states and operating procedures. Based on record review of all available information, it is determined the vip 4.6mm variable angle screw design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.